Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the initial deployment, the distal segment of the pipeline was not opened after several attempts. The pipeline was unsheathed till the middle of the pipeline but the initial distal segment was not opened at all. The physician decided to remove the pipeline and replace it with another device. The pipeline was not positioned in a bend. The pipeline was more than 50% deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured supra clinoidal segment aneurysm with a max diameter of 8.2mm and a 3.8mm neck diameter. The landing zone artery size was 4.23mm distally and 4.52mm proximally. It was noted the patient's vessel tortuosity was moderate. The post procedure angiographic result showed that the residual aneurysm at the supra clinoidal segment was treated with a flow diverter. Ancillary devices include a neuronmax sheath, a cat 5 guide catheter, a phenom27 microcatheter, and a synchro select guidewire.

Manufacturer narrative:
Product analysis (B)(4) : ¿ as found condition: the pipeline flex shield was returned within the outer carton; inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the pipeline flex shield braid appeared not opened due to damaged braid. However, the proximal end of the pipeline flex shield braid was opened and frayed. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of failure to open at the distal end was confirmed as the distal end of the braid was not opened due to damaged braid. The cause of failure to open could not be determined. The damage to the braid on the ends of the pipeline flex shield braid is possibly the results of the physician re-sheathing the device more than recommended two times. Possible cause of failure to open includes damaged braid. Customer reported that the vessel tortuosity was moderate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.